Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the connector portion of the lead was returned for analysis. External insulation abrasion was noted at 8.1-8.3 cm from the connector pin consistent with lead friction to the ICD can. Other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.